Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing noted to be oversensing beginning in june of 2020. Subsequently, approximately a month later, an inappropriate shock was delivered. The device was tested in clinic with manipulation with false detections again observed. The system was then explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing beginning in (B)(6) 2020. Approximately one month later, an inappropriate shock was delivered as a result of oversensed noise. It was reported the patient lv function had improved so the device was deactivated. Some time later, the patient's lv function declined and the device was tested prior to reactivating it. Physical manipulation was noted to induce noise. As such, a fracture of the associated electrode was suspected. The system was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report is being filed to include updates to the b5 describe event or problem field.